Event description:
It was reported that the customer's insulin pump went into threshold suspend, due to sensor readings that were far off from blood glucose. The customer's blood glucose was 299 mg/dl, while the sensor reading that prompted the suspense was 58 mg/dl. The customer stated she did have a low blood glucose that she had treated for earlier, so she just ignored the low reading and let the insulin pump suspend. The customer had tried to calibrate while her blood glucose was rapidly changing. She was advised to turn the sensor off for an our or two to allow her blood glucose to become stable and then reconnect to her old sensor. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.